Event description:
Additional info received from reporter 03/28/2012: avon patello-femoral joint e small reference (B)(4) failed and had to be explanted (B)(6) 2010 to triathlon cruciate retaing femoral ref (B)(4) now slipping out of place and the device is broken; currently awaiting revision. I have had therapy for 10 years due to the different stryker implants. Knee broke recall z-0443-2007/ tru fit bas plugsize glue. Avon patella knee implant broke and had to be explanted. Clean out debris from the liner failing. Triathlon j ally. Knee failed and had to be replaced.

Event description:
Knee implant failure. Avon patello femoral and stryker uni compartment. Avon joint ref number (B)(4) lot g8124 sbpnf; knee had to be rereplaced. Revision total knee replacement knee implant came apart: stryker triathlon and eius uni knee. Failure of polyethylene liner in knee had to be replaced: triathlon total knee.